Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly over the iliac bifurcation) preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was performed to treat a lesion in the mildly calcified, non-tortuous right external iliac artery. A 9x40mm absolute pro self-expanding stent system (sess) was advanced, and the sess had difficulty deploying the stent as the thumbwheel had resistance. The stent was partially in the target lesion, which concluded the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.